Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2. The customer contact reported a disconnection with subsequent exposure to the healthcare provider. An unspecified primary plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for a piggyback delivery of an unspecified volume of packed red blood cells (prbc). The customer contact reported that the prbc solution container was placed in a pressure bag and inflated to an unspecified pressure. After an unspecified length of time after the prbc delivery was started, the secure lock male adapter disconnected from the clave secondary port on the cassette of the plumset. An unspecified volume of blood leaked onto the floor and an unspecified volume of blood came in contact with the nurse's eye. It was reported that the nurse's eye was flushed with an unspecified solution. Though requested, no additional information was provided.